Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 466 mg/dl. The customer was treated with insulin pump. Customer stated that in the middle of the night insulin pump went off. Customer stated that they waited till morning to replace battery and now it had message of reservoir plus tubing but had plenty of insulin left in the reservoir. Customer reported no other alarms. Customer declined troubleshoot for high blood glucose. The device will not be returned for analysis.